Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right ventricular (rv) lead shock impedance measurements, exceeding 125 ohms. Technical services (ts) reviewed the event and noted that, although some episodes showed out-of-range values, the shock impedances were generally stable and within the acceptable range. Ts recommended continued monitoring. No adverse patient effects were reported. This ICD remains in service.